Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the evis exera iii xenon light source is connected to the 190 tower, a b30 or e216 scope communication error occurs. The issue was found during preparation a diagnostic procedure. There were no reports of patient harm. This MDR is being submitted to capture the reportable b30 scope communication error.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer confirmed that the scope worked normally with another tower; however, when connected back to the 190 tower, the issue recurred. The customer blew canned air into the light source socket and the error still occurred. The customer was advised to reseat the communication cables between the light source and the tower and call back. The customer called back and reported that all the recommended steps had been performed and that they pinpointed that the light source only generates the b30 scope communication error. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The b30 scope communication error could not be duplicated. The evaluation findings were as follows: the scope socket locking mechanism was not covering the pins, and a non-olympus bulb was installed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.